Event description:
Reportable based on device analysis completed on 05oct2022. It was reported that balloon leak occurred. A 2mm x 40mm x 144cm coyote balloon catheter was selected for use in a percutaneous transluminal angioplasty. However, during the procedure, it was noted that the balloon was leaking. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole to the balloon 11mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.